Event description:
It was reported that a flogard infusion pump was observed experiencing an f-49 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review was performed. Visual and functional testing was performed. The root cause of the f-49 alarm code was determined to be a defective main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.